Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received one open and unused sample. One of the four sutures inside the pouch has the needle detached from the thread. All sutures are still wound on the pack. Tested the needle attachment of the other three sutures of the pack and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving a defective unit, the results of the other sutures of the pack fulfill the OEM specifications. Note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle was loose in the package and adhered to the foil. It is possible that the needle fell into the patient. All med watch submissions related to this report are: 3003639970-2017-00128, 3003639970-2017-00129.